Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. The patient was not hospitalized for the peritonitis. Beginning on an unreported date in the month of onset, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was stopped thirteen days prior to the initial receipt of this report. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.